Manufacturer narrative:
(B)(4). 1 device was reported and the device was received for evaluation. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for blade tip broken off. This events occurred during use by a healthcare professional.